Event description:
Boston scientific received information that this lead displayed a shock impedance greater than 125 ohms. Although the root cause was not determined, the issue was determined to be strictly a lead issue without device or connection involvement. The lead was surgically abandoned and replaced during a recent procedure. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a perforation occurred during the removal of this lead. It was not known if this occurred prior to the procedure and was the cause of the high shock impedance levels or if this occurred during the procedure only. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.